Event description:
It was reported that device entrapment occurred within the lesion. A 99% stenosed target lesion was located severely calcified and mildly tortuous mid left anterior descending artery (lad). A 2.25mm rotapro was selected for atherectomy procedure. During procedure, the burr was stuck in the lesion. The device was pulled to remove from the patient and the procedure completed with a 2.00mm rotapro device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter state: (B)(6).

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter state: (B)(6). Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal speed with no resistance or issues. Product analysis could not confirm the reported events, as the device was able to reach and maintain optimal speed with no resistance or issues, no damages or defects contributing to the device becoming stuck in the lesion were identified, and the clinical circumstances could not be replicated.

Event description:
It was reported that device entrapment occurred within the lesion. A 99% stenosed target lesion was located severely calcified and mildly tortuous mid left anterior descending artery (lad). A 2.25mm rotapro was selected for atherectomy procedure. During procedure, the burr was stuck in the lesion. The device was pulled to remove from the patient and the procedure completed with a 2.00mm rotapro device. No patient complications were reported and the patients status was stable.